Event description:
It was reported that: the patient experienced unspecified injuries due to rhbmp2. On (B)(6) 2007, the patient presented with the pre op diagnoses of recurrent disk herniation, right l3-4 and l3-4 degenerative disk disease. The patient underwent the following procedures: 1. Excision of right l3-4 recurrent disk herniation with superior migrated free fragment. 2. Right l3-4 facetectomy 3. Right l3-4 posterior lumbar interbody fusion with cage, bone morphogenic protein, and local bone graft. 4. Posterior l3-4 fusion. 5. L3-4 right pedicle screw and rod fixation. 6. L3-4 spinous process, plate and screw segmental fixation. 7. Intraoperative neural monitoring. 8. Intraoperative fluoroscopy utilized. Per the op notes, 6.5 x 40 mm screws were inserted into l3 and l4 pedicles. The bone morphogenic protein, which was a large kit, was cut into three pieces; one fourth of it was mixed with the autogenous bone graft from the facetectomy and lamina and was put into the anterior and left side of the intervertebral disk space. A 14 mm x 26 mm cage was filled with another portion of bmp and it was tamped in tangentially as a posterior lumbar interbody cage. This was checked with fluoroscopy. Ap and fluoroscopy was obtained and showed that the pedicle screws and the cage were properly situated. Supraspinous and interspinous ligament complex was excised and a spire plate and screw system was applied. The remaining portion of bmp and autogenous bone graft was then placed over the posterior aspect of the lamina of l3 and l4. After the placement of plate, a final check x-ray was again taken. No patient complications were noted.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.